Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and noninfective oophoritis ("chronic inflammation of' the ovaries") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding"), constipation ("constipation"), dyspareunia ("dyspareunia"), dermoid cyst ("dermoid cysts"), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), headache ("headaches"), thyroid disorder ("thyroid irregularities"), ovarian cyst ("ovarian cyst"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, noninfective oophoritis, menorrhagia, constipation, dyspareunia, dermoid cyst, dysmenorrhoea, back pain, headache, thyroid disorder, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, constipation, depression, dermoid cyst, dysmenorrhoea, dyspareunia, headache, menorrhagia, noninfective oophoritis, ovarian cyst, pelvic pain and thyroid disorder to be related to essure. The reporter commented: plaintiff sought treatment multiple occasions for her symptom. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), noninfective oophoritis ('chronic inflammation of' the ovaries'), menorrhagia ('abnormally heavy bleeding/ menorrhagia'), genital haemorrhage ('bleeding') and dermoid cyst ('dermoid cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, endometriosis, thyroid gland biopsy, uterine bleeding, endometrial ablation, abdominoplasty and breast reduction. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included thyroid disorder, coughing, sneezing, insomnia, hypothyroidism, fever, uterine cyst and benign cervix uteri neoplasm nos. Concomitant products included ibuprofen, leuprorelin acetate (lupron), levothyroxine sodium (synthroid) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced headache ("headaches"), migraine ("migraines") and vertigo ("vertigo"). On an unknown date, the patient experienced noninfective oophoritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), constipation ("constipation"), dyspareunia ("dyspareunia"), dermoid cyst (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), the first episode of back pain ("back pain"), thyroid disorder ("thyroid irregularities"), ovarian cyst ("ovarian cyst/growths on ovaries"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), vision blurred ("vision blurred"), fatigue ("fatigue"), irritable bowel syndrome ("ibsc"), alopecia ("hair loss"), pain in extremity ("legs pain"), the second episode of back pain ("back pain"), breast pain ("breast pain") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes describe: imbalance") and weight increased ("weight gain"). The patient was treated with surgery (ablation-(B)(6) 2009, unilateral oophorectomy, hysterectomy with bilateral salpingectomy and dermoid removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, noninfective oophoritis, menorrhagia, constipation, dyspareunia, dermoid cyst, dysmenorrhoea, headache, thyroid disorder, ovarian cyst, anxiety, depression, hormone level abnormal, vaginal haemorrhage, hypersensitivity, urinary tract infection, female sexual dysfunction, migraine, nausea, allergy to metals, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, pain in extremity, the last episode of back pain, breast pain and endometriosis outcome was unknown and the genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, anxiety, breast pain, constipation, depression, dermoid cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, noninfective oophoritis, ovarian cyst, pain in extremity, pelvic pain, thyroid disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: plaintiff sought treatment multiple occasions for her symptom. Discrepancy : date of removal were previously noted as (B)(6) 2011 now it is reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, ovary with cysts, endometriosis, pelvic pain. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received. Reporter information were added. Date of insertion were updated. Medical history, lab data and concomitant drug were added. Event : hormonal changes describe: imbalance, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: allergic, uti, apareunia (inability to have sexual intercourse), migraines, nausea, nickel allergy, vaginal discharge, vision blurred, fatigue, ibsc, vertigo, hair loss, legs pain, back pain, breast pain, bleeding, endometriosis were added. Event verbatim were updated as abnormally heavy bleeding/ menorrhagia, pelvic pain/pain, ovarian cyst/growths on ovaries. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.